Manufacturer narrative:
Should additional information become available, this event will be updated and resubmitted.

Event description:
Boston scientific crm received information that this implantable right ventricular (rv) lead was observed dislodged by x-ray during a subsequent epicardial lead implant procedure. Sensing had decreased and loss of capture was observed as a result. A reposition procedure will be attempted in the future. Currently, this rv lead remains implanted and in service. No adverse patient effects reported.

Manufacturer narrative:
Additional information was received that the dislodgement was due to twiddlers syndrome and the lead was extremely twisted at the header. This rv lead was repositioned successfully and currently remains implanted and in service. No adverse patient effects reported.